Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: stains, rust and discoloration was found on the flat nose pliers and the bend, cut pliers. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. No patient. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the disputed article has pointed out that this actually shows signs of corrosion and residue from the processing agent. The visible marks can easily be removed mechanically. Thus we can see clearly that this is the addition of contact corrosion. Regarding rust can generally be said that all materials, also known as stainless steels, are only limited corrosion resistant. The rust resistance applies only if the material is kept dry and free of contact with other metal objects. All metallic contacts in damp or wet conditions produce electrolytic reactions with galvanic corrosion as a result this therefore is a normal sign of wear.